Manufacturer narrative:
Evaluation summary: no broken endoanchor remained within the tip of the returned applier and therefore no analysis was possible.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68.3 mm in diameter abdominal aortic aneurysm. The proximal aortic neck ranged from 23.2-30.2 mm in diameter and 41.5 mm in length. It was reported that on the final angiogram, a proximal type I endoleak was present. The physician performed an intervention an implanted aptus endo anchors. After the deployment of the seventh endo anchor, it appeared the endo anchor had not fully engaged into the graft fabric. Per the physician, this may have been due to the large amount of calcium present at the seal zone. It was noted that the applier system did not enter into its high toque stage which it is meant to when insertion of the endo anchor is not possible in stage 1. Part of the endo anchor then fractured and remained in the applier. This was unknown to the physician at the time as visualization of the fractured endo anchor under fluoroscopy was not apparent. The physician then attempted to load the next endo anchor but it was impossible to load. The reason at the time was unclear. The physician was not aware that this was the reason at the time and thought there may have been a fault in the applier mechanical system. The physician was troublesome however, was ultimately satisfied with the results and co mpleted the procedure. After close inspection, after the procedure by the attending consultant, a small fragment of the seventh endo anchor had remained in applier system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.